Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had some issues with her site changes and she has had some high blood glucose readings lately. Customer's blood glucose was 387 mg/dl earlier this morning and when she checked again, it was at 523 mg/dl. Customer has a high blood glucose protocol to treat her high blood glucose. Customer declined a transfer to the helpline for assistance. Customer stated that she did not receive any alarms or alerts. Customer took the infusion set off and noticed that the cannula was bent. Customer stated that she knows what she did wrong and she will bring it up with her trainer tomorrow.